Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. Pod1, iop of 3 mmhg. Pow1, iop of 5 mmhg. Pow2-3, iop stabilized around 8 mmhg and 1 medication was provided. Pom4, yag laser was required to clear peripheral anterior synechiae (pas) to the xen opening. Pom6-8, patient was increased to 2 medications. Pom24, patient was increased to 4 medications with a final iop of 13 mmhg. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2303. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.